Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. The battery pack and pads were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up or would power up without display. Complainant indicated that there was no patient involvement in the reported malfunction.